Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited damage on the lead body and insulation. Additional information indicates that the conductor was exposed. This ra lead was abandoned surgically. No adverse patient effects were reported.